Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 370 mg/dl compared to readings of 180 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. No failure modes were observed upon visual inspection of the plug assembly. Data was extracted successfully. Sensor state 6 with a event logs 21 and 59 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Sensor state went to state 6 after reprogramming and activating. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); liquid contamination was observed. It was unable to proceed with accuracy testing. The initial scan was reviewed and the sensor was observed to have been in state 6 with event log 59 and 21. Event log 59 was recorded when asic did not receive response from the em9304 chip after a command was sent. The returned battery was measured which was not within specification range. The battery was replaced with known good battery, and attempted to wipe the corrosion of the pcba and attempt functionality testing. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage was measured and results was not within range specifications. Sensor thermistor testing was measured which was within specification. The liquid contamination would have caused the event log 59 and 21 being recorded and affect the results of the functionality testing. The damage from the liquid contamination would have affected the sensor electronics, and could cause failures to the functionality testing. Thus the results of the functionality testing is not conclusive and the issue is closed to unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 370 mg/dl compared to readings of 180 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.